Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple unspecified events. There are no additional details regarding the additional events. There are no specific details to identify additional patient events and it cannot be determined if the event(s) have been previously reported. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown dermatological procedure on unknown date and the suture was used. The surgeon opined that the suture was thinner than in the past and because the suture is so thin, they break, and that it could only be used in very superficial procedures and preferably only in the face. There were no patient consequences reported.